Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found the top case was chipped. Review of the event history log found a back-up audible and base task debilitated alarms. Device was then powered on, and underwent multiple flow and occlusion testing. Testing was not confirmed during testing, but review of the event history log confirmed it. The problem source however was determined to be unknown.

Event description:
Per email notification: pump was found by smiths onsite repair team to have backup audible alarm, as well as base task debilitated alarms. No patient involvement.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump had a backup alarm as well as base task debilitated alarms. There was no patient involvement.